Event description:
It was reported during a thoracic case, a psee45a staplers jaws would not open after firing. 3 successful firings were completed prior. On the 4th firing, the staples were laid and knife blade fully advanced, the blade was coming back it stopped, and jaws would not open. Battery was taken out and put back in and knife reverse was used without success. The manual override was used and stapler was removed without incident or adverse effect to the patient. Stapler line looked properly completed. Surgery was delayed for four minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 6/12/2023 d4: batch # 689a58 b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 689a58, and no non-conformances were identified.